Event description:
The handheld programming computer and associated hardware were received by the manufacturer for analysis. Analysis is expected, but has not been completed to date.

Event description:
It was reported that the physician's handheld programmer was found in the corner of the clinic by a company representative. The handheld programmer was found uncharged and without a back, making it inoperable. No patients were impacted and it was unknown by the clinic when the back of the handheld programmer was lost and what may have happened to the back. The handheld programmer is expected to be returned for analysis, but has not been received to date.

Event description:
Product analysis for the returned handheld programmer was completed and confirmed the battery cover was missing. Also, during analysis, it was identified the handheld would not power on using the ac adapter. The cause for the anomaly was associated with damaged leads associated with the handheld sync connector. Due to the damage, the handheld was unable to received power from the ac adapter. The cause for the damage to the connector leads and the solder connections is most likely associated with mishandling of the device as it appeared the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. Product analysis for the returned software associated with the handheld programming system was completed. Analysis on the flashcard found no anomalies associated with the flashcard software or databases. The flashcard and software performed according to functional specifications.